Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire medical has not received the suspect device/component for evaluation. Therefore no root cause can be established.

Event description:
The customer reported xdcr and motor fault alarms on the vela ventilator. At this time, there is no information regarding patient involvement associated with the reported event.